Event description:
Healthcare professional reported right side "small amount of fluid" and "capsular contracture." Device was explanted.

Manufacturer narrative:
Continued postal code e1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side "small amount of fluid" and "capsular contracture." Healthcare professional additionally reported "rupture." Device has been explanted and replaced.

Manufacturer narrative:
Zip code: (B)(6). The events of seroma-late and capsular contracture, baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture". "Small amount of fluid".

Event description:
Healthcare professional reported right side "small amount of fluid" and "capsular contracture." Device was explanted.